Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of occlusion and surgery are listed in the supera instructions for use as known potential patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
D6: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified emboshield and a non-abbott atherectomy device were used on (B)(6) 2019 to open an occlusion in an unspecified supera stent, which was implanted at some point in 2018. Although the occlusion was opened, there was still a lack of flow to the lower leg vessels, so a cut-down surgery was performed. The surgery did not aid the lack of flow, so the patient underwent a bypass surgery. No additional information was provided.